Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: "the device shows "flow measurement failure" during the ventilation and makes clicking noises. The patient could not be ventilated anymore. The oxygen saturation of the patient was too low. Afterwards several tries to calibrate the flow sensor failed. When the device was checked, it was noticed that the membrane of the disposable expiratory valve had material residues on it. The expiratory valves were replaced with reusable ones. Device check and leakage test passed. The patient was manually ventilated or reanimated¿

Manufacturer narrative:
We additionally received information from the user that the patient had passed away. However, the user does not see any association between the device malfunction and the patents' death. The affected device asjd-0063 was available for examination. In the repair workshop, a disturbance within the flow measurement could be reproduced after several attempts and could be attributed to the flow sensor cable. The problem could be confirmed regardless of a disposable or reusable expiratory valve, which excluded this component as the cause. The reported material residues on the disposable expiratory valve are a silicone adhesive on the membrane, which is applied during production in order to ensure safe transport. This is not related to the reported event. Further tests of the suspected flow sensor cable and the associated pcb in a test stand showed a short term effect (which was similar to the reported one) that was only observed when the plug connection was manually moved. Thus the cause of the behavior was very likely an isolated contact problem in the signal path of the expiratory flow measurement (for example in the contact between the flow sensor cable and the pcb or in the contact between the flow sensor connector and the flow sensor cable). This contact problem resulted in an unstable flow supply by the ventilation unit. After replacement of the affected components the behavior was not present anymore which also indicates an isolated contact problem. The device has behaved as specified to the malfunction by generating the visual and acoustic alarms "mv high", "vt high" and "flow measurement inaccurate" and questioning the plausibility of the displayed values for "mv", "vte" and "af" by displaying a question mark in order to alert the user to a potential malfunction. A pressure limitation must be set by the user; if this limitation is exceeded, a safety valve opens as a safety function of the device. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction.

Event description:
Refer to the initial-report.